Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'air detection alarm' which were verified through a review of the event history log by the presence of 'air in line!' Messages but it was not duplicated during evaluation. Evaluation did not reveal a device malfunction related to the failure. The 'air in line!' Alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air detection. There was no patient involvement. No additional information is available.